Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to cardiovert the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertifed and returned to the customer. The battery used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.